Event description:
It was reported that the patient presented to the emergency room after receiving one inappropriate anti-tachycardia pacing (atp), and six inappropriate shocks. There was a potential issue noted with the right ventricular (rv) lead, however no further details were obtained. Reprogramming was performed, and the rv lead and device&#1157; main in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.